Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with an ams monarc sling for the treatment of pelvic organ prolapse and/or stress urinary incontinence. Within months after the initial procedure, the pt "experienced complications" from the mesh and required add'l medical care and treatment and/or surgical intervention. It was reported that as a result of the mesh, the pt "suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination" leading to the need for add'l surgery. It was indicated that the pt suffered "severe and permanent injuries." And that the product eroded and caused dense scarring in the pt.